Event description:
It was reported a mitraclip procedure was performed (B)(6) 2024 to treat mitral regurgitation. Echocardiography later revealed endocarditis with vegetations on the clip. The patient did not have a history of endocarditis. The physician believed the mitraclip procedure may have contributed to the endocarditis.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported endocarditis could not be conclusively determined. The reported patient effect of endocarditis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.